Event description:
It was reported that the patient experienced a lack of stimulation. The loss of stimulation occurred following physical therapy. It was also reported that the patient programmer may have been out of batteries. Additional information received indicated that the patient experienced high impedances (>10000ohms; 0&4=10,000 and 0&5=10,000). The patient did not feel stimulation when their implantable neurostimulator battery was half full. The device was reprogrammed to 0 & 7 and the patient then had coverage.

Manufacturer narrative:
(B) (4)